Event description:
It was reported that during a hand assisted lap anterior resection procedure, when the surgeon tried to squeeze the firing trigger, the handle was jammed. The surgeon had to force open both handles and upon release of the jaw, splutter was seen on proximal end of ima. Surgeon had to compress bleeding point with hand, and it was converted to an open procedure. No patient consequences were reported. Device will be returned.